Event description:
The pt (B)(6) received an scs system, including an ipg, on (B)(6)2009. It was reported the pt felt overstimulation when establishing contact with the programmer and when increasing the ipg amplitude. The ipg was explanted and replaced. The explanted ipg was returned to the MFR for analysis. No further info was available.

Manufacturer narrative:
Eval: device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. The ipg as received is nonfunctional. The ipg will not communicate with a lab ppg or the auto tester. Was confirmed for loss of stimulation the ipg is nonfunctional. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.